Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, the doctor found the syringe/needle connection not secure during use on the patient." The patient was reported as fine.

Manufacturer narrative:
(B)(4). The report of a syringe/needle connection not secure was not able to be confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit including the arrow raulerson syringe (ars) for analysis. The 18ga introducer needle was not returned for analysis. No definite signs of use were observed. The ars met all relevant visual and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined at this time without the introducer needle also returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "22 apr 2024, the doctor found the syringe/needle connection not secure during use on the patient." The patient was reported as fine.